Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The complaint was forwarded to r&d to provide a feedback related to the questions of the user with following result: the color coding is made out of a two component color which consists of 2-butoxy-ethylacetat (color) and aliphatic polyisocyanate (hardener). The color was tested based on norm iso (B)(4) (biological evaluation of medical devices) and was found to be biocompatible as required. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
As reported: "orif for left clavicle was performed. When an operating room staff checked the used instruments after postoperative cleaning, it was found that color paint (green or orange) of the two drill guides (cat#703882, 703883) had peeled off. It was unknown when the paints peeled off."

Event description:
As reported: "orif for left clavicle was performed. When an operating room staff checked the used instruments after postoperative cleaning, it was found that color paint (green or orange) of the two drill guides (cat#703882, 703883) had peeled off. It was unknown when the paints peeled off.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.